Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 530 mg/dl. Customer's two nights ago blood glucose level was 500 mg/dl. It was stated that some time the pump kept asking for calibration. It was unknown whether the auto mode feature was active at time of high blood glucose event. The customer did all the tests and everything was okay and high pressure test was okay. The device will not be returned for analysis.